Manufacturer narrative:
This report is submitted on november 3, 2023.

Event description:
Per the clinic, the device was explanted under general anesthesia on (B)(6) 2023, due to migration of the electrode array. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on february 14, 2024.